Manufacturer narrative:
Reportedly, the dissection is adjacent to the implanted gore® contralateral leg endoprostheses. It is unknown if the dissection occurred during the procedure. Either the gore® dryseal flex introducer sheath or the device, or access wire could have caused the dissection. The event is ongoing, the physician is taking a wait and watch approach.

Event description:
The following information was reported to gore through the pivotal study for the gore® excluder® thoracoabdominal branch endoprosthesis (tambe device): on (B)(6) 2023, the patient was implanted with two gore® contralateral leg endoprostheses, and the gore® excluder® thoracoabdominal branch endoprosthesis (tambe device). A gore® dryseal flex introducer sheath was used for the procedure. The patient was being treated for an aortic aneurysm involving the visceral vessel(s). It was reported that on (B)(6) 2024, images revealed the patient had a right common iliac artery dissection.

Manufacturer narrative:
-Patient medications: aspirin, acetaminophen, and rivaroxaban according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential device or procedure related adverse events section includes but is not limited to vascular trauma (e.g., ilio-femoral vessel dissection) w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.